Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient had an unstable total left hip. Surgeon found broken/fractured ceramic liner (inter-op). Excessive stem trunnion to cup insert and rim impingement.

Manufacturer narrative:
An event regarding instability involving a trident shell was reported. The event was not confirmed. Device evaluation and results: device was not returned however, inspection of provided explanted images shows scratches on shell. Nothing else can be determined from the explanted images. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review and indicated x-ray confirms that the ceramic-on-ceramic bearing showed its broken however, the photo confirms a broken liner, no patient demographics, need legible operative reports, date of primary implant surgery, dated serial x-rays, progress notes and clinical/past medical history and examination of explanted components. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: neither the event was confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient information was provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review and indicated x-ray confirms that the ceramic-on-ceramic bearing showed its broken however, the photo confirms a broken liner, no patient demographics, need legible operative reports, date of primary implant surgery, dated serial x-rays, progress notes and clinical/past medical history and examination of explanted components. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient had an unstable total left hip. Surgeon found broken/fractured ceramic liner (inter-op). Excessive stem trunnion to cup insert and rim impingement.